Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an air back flow into the side port issue occurred. Situation- air was drawn in when negative pressure was applied when stsf was replaced from pentaray. Timing when complaints occurred was after mapping using pentaray. The issue was resolved with replacement of catheter. The procedure was successfully completed. The hemostatic valve was intact. Air contamination." Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No intervention required because the air was not introduced to the patient. No neurological symptoms occurred. The air back flow into the side port issue was assessed as MDR reportable.

Manufacturer narrative:
Initial reporter phone number (B)(6). Initial reporter postal code (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 10-jan-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an air back flow into the side port issue occurred. Situation- air was drawn in when negative pressure was applied when stsf was replaced from pentaray. Timing when complaints occurred was after mapping using pentaray. The issue was resolved with replacement of catheter. The procedure was successfully completed. The hemostatic valve was intact. Air contamination. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed on the device. The returned sample was connected to a syringe with water and no leakage was observed. Then an irrigation test of the side port was performed, and no issues were observed. Device history record evaluation was performed for the finished device 00002123 number, and no internal actions related to the reported complaint condition were identified. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).